Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the customer contacted the technical support engineer (tse) to report that errors occurred on universal surgical manipulator (usm) #2. The customer attempted to recover the errors, but the issue persisted. The tse found error 23118 upon reviewing logs. The customer elected to disable the usm #2 to continue with the procedure. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) due to error 23118. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint, but failure analysis is in progress.